Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air during catheter insertion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. When a non-boston scientific mapping catheter was inserted into the sheath it was noticed that a lot of air was being introduced into the sheath. The saline tubing was checked, re-flushed, and the mapping catheter was reinserted, but too much air was still being introduced into the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.